Event description:
It was reported that (4) devices were used during a laparoscopic adrenalectomy. It was reported by the rep that the 355ld gaskets tore when using a 5mm scope on the first two trocars. The tracars were replaced with two more 355ld trocars and they also tore. There was no consequence to the pt.